Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez4015 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that groshong nxt 4f mi, sl ((B)(4)) was used in a patient on (B)(6) 2022. Patient was discharged and came back today with broken PICC line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed but the cause is unknown. Two photographs of a damaged 4 fr s/l groshong nxt catheter were returned for evaluation. A singular circumferential break was noted in the catheter shaft. The distal segment of the catheter was implanted within the patient with approximately 6cm located between the insertion site and the break in the catheter shaft. A statlock stablization device was attached to the patient and the attachable suture wings of the catheter. The break in catheter appeared to have occurred at the distal end of the suture wings or just distal of this location. Impressions were seen in the patient¿s skin indicative of the catheter being dressed down under a transparent dressing. Microscopic examination of the break site, tactile evaluation of the catheter, and dimensional analysis could not be conducted without the physical sample. Although a break in the catheter could be confirmed, the root cause of the break could not be determined from examination of the returned photographs. Possible contributing factors could include sharp instrument damage, material fatigue, and tensile (pulling) damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that groshong nxt 4f mi, sl ((B)(4). ) was used in a patient on (B)(6). 2022. Patient was discharged and came back today with broken PICC line.